Event description:
It was reported the patient experienced discomfort with the implantable cardioverter defibrillator (ICD). The patient presented for a pocket revision procedure. During interrogation, it was found that the right ventricular (rv) lead exhibited a high capture threshold and r-wave amplitude variation. The rv lead was explanted and replaced. There were no patient consequences.